Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had a black spot due to customer falling on insulin pump. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. Unable to perform rewind, basic occlusion, occlusion, excessive no delivery and prime/a33 tests due to bleeding and cracked lcd glass. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.